Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the blade would not penetrate because it would not move forward. There was no pt consequence.